Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 cocr lfit head 40mm/+4; cat# 6260-9-240; lot# mmej4p. Tritanium revision acetabular; cat# 509-02-56e; lot# mmkk3y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Removal of implants due to infection. As reported in how was issue noticed and adverse consequence details: patient had drainage for 2 years as reported by patient. Patient delayed seeking medical attention their wound became infected and implants were removed.